Manufacturer narrative:
Patient file review showed that the driver was turned on 3 times on (B)(6) 2020. Within minutes a system malfunction alarm, as well as, left and right vacuum incorrect pressure alarms were observed during each power cycle upon startup. Visual inspection of external components found evidence of damage. Visual inspection of internal components found damage to a capacitor of the power management board. Testing confirmed the alarms were caused by the pressure sensor board. The root cause of the customer-reported issue is due to a faulty pressure sensor board. The complaint was confirmed upon examination of the patient file, which revealed a system malfunction alarm. The complaint was replicated during additional testing when the driver was set to the customer defined settings and the alarm seen in the patient file was reproduced. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a system malfunction alarm one minute after the system check test was performed.